Manufacturer narrative:
Pt info: unknown/ not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctors technique in applying the suction ring to the cornea, doctors technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patients cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss during laser fire occurred using a patient interface due to patient movement. The procedure was completed successfully. No patient injury and/or complications were reported.